Manufacturer narrative:
6/4/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an unspecified procedure, one clip was ejected from the jaws without forming and one clip cut the vessel. The surgeon applied another clip to secure the vessel. The hosp has reported that the pt's status is satisfactory.